Event description:
It was reported that on (B)(6) 2010, the patient was presented for office visit with pain in soft tissues of limb, pain in shoulder region. The patient underwent x rays of the shoulder, celestone injection, arthrocentesis, aspiration and injection in major joint bursa. On (B)(6) 2010, the patient was presented for office visit with pain in joint, ankle and foot. The patient also underwent x rays of the ankle and foot. On (B)(6) 2010, the patient was presented for office visit with pain in joint, ankle, and foot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2005 the patient presented with the following preoperative diagnosis: cervical spondylosis, herniated nucleus pulposus with myeloradiculopathy. The patient underwent the following procedures: complex anterior cervical corpectomy at c6. Complex anterior cervical fusion c5-6. Complex anterior cervical fusion additional level c6-7. Complex anterior cervical plating with a cross slotted plate c5 through 7. Structure allograft fibula. Local autologous bone grafting. Microscope visualized corpectomy, diskectomy and fusion. On (B)(6) 2005 the patient underwent cervical spine radiography due to neck pain. Impression: unchanged c6 corpectomy and anterior discectomy and spinal fusion at c5-c6 and c6-c7, in near anatomic alignment. Degenerative disc disease at c4-c5. Severe hypomobility. On (B)(6) 2005 the patient presented with complaint of left wrist pain. MRI of left wrist was done. Impression: partial tear or strain of the extensor carpi radialis tendon. No occult fracture. On (B)(6) 2005 the patient underwent cervical spine radiography. Impression: c6 corpectomy with anterior cervical diskectomy and instrumented fusion, c5-7, with evidence of increased incorporation of the strut graft superiorly. On (B)(6) 2006 the patient underwent radiological test of the cervical spine. Impression: corpectomy at c6 with anterior fusion of c5 through c7 without motion of the fused segment. Hypomobility of the cervical spine above the fused segment. On (B)(6) 2007 the patient presented with history of neck pain and underwent radiographic study of cervical spine. Impression: anterior fusion of c5-c7 and corpectomy at c6 without motion of the fused segments. Decreased mobility of the cervical segments above the fused segments. On (B)(6) 2010 the patient presented with the complaint of left shoulder pain. MRI results: partial rotator cuff tear. On (B)(6) 2010 the patient presented with complaint of left ankle/foot pain. Bone scan showed possible avascular necrosis. On (B)(6) 2010 the patient presented with complaint of left ankle/foot pain. MRI showed possible avascular necrosis. On (B)(6) 2010 the patient presented with the following preoperative diagnosis: lumbar spondylosis with disk bulge l4-5 and l5-s1. The patient underwent the following procedures: lumbar laminectomy l4 to s1. Posterior spinal fusion with bone morphogenic protein and mosaic l4 to s1. Spinal instrumentation l4 to s1. Per op notes: "bone morphogenic protein and mosaic were packed in the posterolateral elements. Then 7x40 pedicle screws were placed in the pedicles of l4 and l5 bilaterally; 7x35 screws in s1 bilaterally. Appropriate sized rod was chosen, bent and tightened down with facet screws and torque device." The patient also had the following preoperative diagnosis: lumbar spondylosis with radiculopathy l4-5 and l5-s1 left. The following procedures were performed: l4-5, l5-s1 left hemilaminectomy, medial facetectomy and foraminotomy. Pedicle screw fixation and fusion l4 to s1. (B)(6) 2011 the patient presented with complaint of back pain. The patient underwent x-ray of the lumbar spine. On (B)(6) 2011 the patient presented with history of post laminectomy syndrome-lumbar. Examination: lumbar spine. Impression: stable changes of prior posterior instrumented lumbar fusion at l4-s1. Mild degenerative disc disease. On (B)(6) 2011 the patient presented for follow up . Radiographic studies showed no change. On (B)(6) 2013 the patient presented to the office with complaint of shoulder pain. On (B)(6) 2013 the patient presented to the office with complaint of left shoulder pain. Impression: neck pain, shoulder pain responding to depo medrol injection. On (B)(6) 2014 the patient presented with chief complaint of pain in left shoulder. On (B)(6) 2014 the patient presented with chief complaint of left shoulder pain. MRI results: partial rotator cuff tear. On (B)(6) 2015 the patient underwent MRI of the cervical spine without contrast due to brachial neuritis. Impression: acdf changes at c5-6 and c6-7 with probable long fibular allograft strut and c6 corpectomy changes. No residual central canal or foraminal stenoses are observed and within the limit of the exam, fusion is solid. Circumferential disc bulge at c4-5 with facet arthropathy resulting in mild central canal stenosis and bilateral foraminal stenosis. The patient also underwent the MRI of the lumbar spine with and without contrast due to radiculitis. Impression: posterior decompression and instrumentation at l4-5 and l5-s1 with moderate residual l5-s1 foraminal stenosis. CT would better evaluate for the degree of fusion across these segments. Annular disc bulge with a superimposed left paracentral-lateral recess 5 mm herniation at l 1-2, resulting in left lateral recess stenosis, mild central canal stenosis, and posterior displacement of the conus medullaris tip. There are mild bilateral foraminal stenosis. Circumferential disc bulge with posterior element hypertrophy at l3-4, above the lower decompression, resulting in mild central canal stenosis, bilateral lateral recess stenosis, and moderate to severe left greater than right foraminal stenoses.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, the patient underwent anterior cervical discectomy and fusion on the cervical region of her spine from vertebrae c5 to c7. She was implanted with rhbmp-2/acs. Post surgery, the patient suffered from progressively worsening pain in her neck and back of her head, with radiculopathy into her left shoulder and both hands. She also experienced extreme limited range of motion in her neck, sensations of choking, and locking of her jaw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005: the patient underwent x-ray of left wrist and left thumb due to pain. Conclusion: negative. On (B)(6) 2008: the patient underwent x-ray of chest due to pain. Impression: negative chest. On (B)(6) 2009: the patient underwent CT of chest due to pain. Impression: calcium score of 62 places the patient in the category of definite at least mild atherosclerotic plaque. Utilizing the standard table, risk of coronary artery disease is listed as mild or minimal coronary narrowing likely. Areas of probable scarring. On (B)(6) 2009: the patient underwent MRI of lumbar spine due to low back pain. Impression: slight decrease in size of the focal left paracentral disc extrusion disc extrusion at l1-l2. Along with facet arthropathy and ligamentum flavum hypertrophy, the mild disc bulge and disc extrusion at this level results in mild central canal stenosis and neural foraminal stenosis without significant change since the prior study. Mild annular disc bulge at l4-l5 along with moderate facet arthropathy and ligamentum flavum hypertrophy results in mild narrowing of the lateral recesses bilaterally and mild bilateral neural foraminal narrowing, unchanged. Mild annular disc bulge at l5-s1 along with facet arthropathy results in mild narrowing of the left neural foramen, unchanged. Mild annular disc bulge at l3-l4 is associated with facet arthropathy, but no central canal or neural foraminal stenosis. On (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2009: the patient presented for follow up on back pain. On (B)(6) 2010: patient presented for office visit. Diagnostic impression: lumbar strain with radicular features. Cervical strain with radicular features. On (B)(6) 2010: the patient underwent ankle minimum 3v due to lateral pain and swelling with no injury. Impression: degenerative and probable old traumatic and/or inflammatory changes of the left ankle. Diffuse soft tissue swelling. No acute fractures. On (B)(6) 2010: patient presented for office visit with low back pain and pain which radiates into left leg and left foot numbness. Patient underwent lumbar myelography. Conclusion: mild degenerative changes are seen. Narrowing of l5-s1 disc space suggests mild degenerative disc disease at l5-s1. Spondylitic bone formation at l3-4. Patient also underwent CT lumbar spine. Conclusion: left subarticular disc extrusion at t12-l1. Mild degenerative foraminal stenosis on left side at l5-s1. Patient underwent lumbar spine 5 views. Conclusion: disc space narrowing at l5-s1. Bilateral facet osteoarthritis at l4-5. Moderate degenerative disease at l3-4.